Event description:
The telemetry strips showed that the pump motor stalled on (B)(6) 2015 at 11:44 and recovered the same day at 12:57. The device system was delivering clonidine, bupivacaine, and dilaudid. Further follow-up is being conducted to obtain additional information about this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).